Manufacturer narrative:
Batch review performed on (B)(6) 2018; lot 140467: 30 items manufactured and released on 06 mar 2014; expiration date: 2019-01-31. No anomalies found related to the problem. To date, 24 items of the same lot have been already sold without any similar reported event. Additional implant involved: batch review performed on (B)(6) 2018: gmk-revision 02.07.0682r; revision fixed tibial tray cemented size 2 r (k123721) lot 184299: 11 items manufactured and released on 11-jul-2018; expiration date: 2023-07-03. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to an unstable competitor's knee construct. The surgeon revised all competitor hardware with medacta hardware. The surgeon attempted to implant the s2 10mm semi constrained (lot 140467) insert but it would not fit into the tibial tray. The surgeon then subluxed the tibia forward in an effort to insert a second s2 10mm semi constrained insert. When the surgeon subluxed the tibia forward, the lcl tendon tore away bone from the femur. The lcl tendon was then screwed into place and the surgery was completed successfully.